Manufacturer narrative:
The device involved in this event will not be returned for evaluation.

Event description:
Coiling treatment of a mca aneurysm. It was reported the coil was implanted. Upon deploying the next coil, the physician noted a piece of the implanted coil was in front of the new coil inside the catheter. The physician was able to push the broken piece of coil inside the catheter into the aneurysm with the new coil. No patient injury reported.